Manufacturer narrative:
This report is submitted on january 08, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral and IV antibiotics (date and duration not reported). The implanted device remains.